Event description:
Customer reported on a bravo ph capsule that failed to attach. Capsule fell off into the pt's throat and was not retrieved. Another capsule was placed. The pt was not injured following the procedure.